Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 107 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had a cracked display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip and a missing o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)